Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Customer was unable to reload the original cartridge but successfully loaded a new cartridge with guidance from cts and resumed insulin therapy, resolving the issue.